Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (06/12/2019). A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that on an unknown event date a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler set door after ending their pd treatment in step 9. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler is available to be returned to the manufacturer for physical evaluation (the investigation of the sample is captured in related record, (B)(4)). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that on an unknown event date a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cycler set door after ending their pd treatment in step 9. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler is available to be returned to the manufacturer for physical evaluation (the investigation of the sample is captured in related record, c-811061). Additional information was requested, however to date has not been provided.